Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lamp not lighting was due to a faulty ignitor. However, the specific cause of the faulty ignitor could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus issues with the lamp on evis exera iii xenon light source. After they replaced the lamp there was an error code, e103 (examination lamp error). The reported malfunction was found while prepping for use. The user facility stated they had a previous light source error code, e204 that was resolved.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of error code e103 was confirmed due to a faulty igniter. They also noted the socket slider switch was worn out, causing intermittent use of high intensity mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.